Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in the hospital. A pericardial effusion was diagnosed, which was subsequently drained. Computed tomography scan and x-ray revealed, the atrial lead perforated the heart. The lead was not repositioned; the perforation sealed on its own. The patient was in stable condition post event and would continue to be monitored.